Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead exhibited noise over-sensing and high pacing impedance which resulted in activation of the lead safety switch feature to unipolar configuration. No interventions or changes were reported, and no patient consequences were reported.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.